Event description:
It was reported that the pump's usb port pins were bent, resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the current insulin pump with manual injection supplies on hand for insulin therapy.